Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented a current. This event occurred before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The patient felt an electric shock from the homechoice device. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and found deteriorated membrane, manifold tubing and heater plate paint unrelated to the reported issue. Functional testing and simulated therapy were performed with no issues related to the reported issue. A current leakage testing was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.